Manufacturer narrative:
The device was not returned for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Stryker observed the device was configured for english language while the customer is german. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device to deliver defibrillation therapy to a patient. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Stryker observed the device was configured for english language while the customer is german. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device to deliver defibrillation therapy to a patient. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.